Event description:
It was reported that the base of a commode separated and the user tipped backwards and fell. The user was sore from the fall and no medical intervention was reported. Should additional relevant information become available, a supplemental report will be submitted.